Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a lot of problems with their device, that they'd gone on a trip and got the ins charged "beautifully," and when they came back, they went to their managing health care provider (hcp) office on monday, (B)(6) 2022 for their 1 year post-op visit and before leaving for their hcp office, the patient had tried to get the ins charged up but they were unsuccessful, so they brought their equipment to their hcp office and it was determined the therapy had been turned off. The patient stated they didn't know how it had been turned off but the hcp told the patient their ins battery was at 50% at the time of the post-op follow up appointment. The patient stated their hcp told them maybe they just needed to work in person with a manufacturing representative at the office to help them with charging and the patient stated they were just frustrated. The patient stated yesterday they were trying to charge it up and they just couldn't do it. They then clarified, that the samsung wasn't reading/connecting with the recharger however the patient was able to hear by the recharger beeps stopping that the recharger had connected to charge the ins. Patient services reviewed external device function with the patient and asked the patient if perhaps the patient's ins battery had depleted and therapy hadn't ever been turned on again after they charged it however the patient wasn't sure. They stated they liked to charge every 8-9 days because they didn't like to see their ins deplete. The patient asked if the therapy could randomly turn off and patient services advised that the therapy turning off on its own would not be anticipated unless of course the ins battery depleting was the reason for the therapy being off. Their battery level was at 10% , the therapy was off and the connection was excellent. The patient was going to continue charging their ins to completion and they may call back for assistance in reviewing turning their therapy back on. The patient commented "the lady in the manual shown watering their plants" as they were recharging was "false advertisement" because the patient couldn't do that when they recharged. They couldn't move at all when they charged or they'd lose connection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was unknown. The patient thought maybe the battery was low. The patient explained that a person on the phone explained so hopefully they can solve the problem. The patient said maybe the cause of the issue was user error. They stated they find it very difficult to charge. The patient explained that they don't even move and it loses connection. It is very frustrating. They stated that if they did it over again they would go with the device that doesn't need to be charged.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.